Event description:
Revision surgery - due to possible metallosis; the surgeon removed the liner, stem and head. He replaced them with a djo liner and a zimmer head and stem.

Manufacturer narrative:
The reason for this revision surgery was to remedy possible metallosis after 9 years, 10 months, 17 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 10 prior complaints against this part number; with 1 complaint with the same failure mode of "revision surgery". This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. One possible reason for the possible metallosis is the metal to metal contact which might have occurred due to the wear of poly after a long time in vivo. There are no indications of a product or process issue affecting implant safety or effectiveness.